Event description:
On (B)(6)2020, the implants were implanted. On (B)(6)2020, the patient took a bath at home. During the process, the patient had squatting and buckling adduction. After hearing the sound, the activity was restricted, so the patient was sent to the hospital for treatment. It was identified that the e1 active articulation insert s46 dia28 and delta ceramic fem hd dia28/ 0mm t1 dislocated. Subsequently, the patient had undergone a revision surgery due to dislocation. Revision surgical product information: item:(B)(6), lot:079160 item:(B)(6), lot:2015070275 item: (B)(6), lot:238220 additional information received: - patient information: dob, height, weight. - no surgical records available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a4, b4, b5, b7, g4, g7, h1, h2, h10. G3: report source, foreign - event occurred in china. Additional information received: patient information: dob, height, weight. No surgical records available.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in china. As the product has not been received, investigation was limited to the information provided. X-ray review: three radiographs and one fluoroscopy image were provided for analysis with (B)(4): one full-pelvis post-primary x-ray (labelled on (B)(6) 2020, but showing the date on (B)(6)2020 in the photo, and with surgical staples visible); one x-ray of the dislocated hip (on (B)(6) 2020); one fullpelvis x-ray of the reduced hip (on (B)(6) 2020); one fluoroscopy image assumed to have been taken during revision surgery on (B)(6) 2020. The patient was 71 years old at the time of primary surgery (born on (B)(6) 1948), with a weight of 70 kg and a height of 172 cm, thus having a bmi of 23.7 (normal weight). Implant components appear adequately sized, and the inclination angle of the acetabular cup was measured (imagej v1.51k, nih, USA) to be 47.5 in the full-pelvis post-primary x-ray taken on (B)(6) 2020. This is higher than the inclination angle of 40 or 45 recommended in the active articulation dual mobility hip system surgical technique, which may have contributed to the dislocation reported. It is not possible to comment on the anteversion angle of the acetabular cup, which may have also been a factor, given that the adverse event happened during squatting. It appears that reduction of the hip was attempted on (B)(6) 2020. However, the x-ray shows that the head was not concentric within the acetabular shell and appeared too lateral. The implant was eventually revised on (B)(6) 2020. It is not possible to determine the cause of the adverse event without further information such as surgical notes, including information related to joint laxity. However, it is likely that the high inclination angle of the acetabular shell may have been a contributing factor. The instructions for use provided with the biolox delta ceramic head provide the following relevant. Information: warnings: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Possible adverse effects: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. The manufacturing history records (mhrs) for the m2a-magnum acetabular cup, e1 active articulation bearing, biolox delta femoral head and taperloc complete femoral stem have been checked and verify that the components were manufactured and sterilised in accordance with the applicable specifications. A review of the complaint database over the last 3 years has found 1 similar complaint reported with the item 650-1158. No trends identified. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports revision due to dislocation. Risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. In the risk file, dislocation is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The reported event (surgical intervention) is considered to be within the severity of the rmr. Once the product is returned to UK , complaint will be re-opened and further evaluation will be performed. H3 other text : product has not been returned.

Event description:
On (B)(6) 2020, the implants were implanted. On (B)(6) 2020, the patient took a bath at home. During the process, the patient had squatting and buckling adduction. After hearing the sound, the activity was restricted, so the patient was sent to the hospital for treatment. It was identified that the e1 active articulation insert s46 dia28 and delta ceramic fem hd dia28/ 0mm t1 dislocated. Subsequently, the patient had undergone a revision surgery due to dislocation. Revision surgical product information: item: ep-200154, lot:079160, item: 650-1157, lot:2015070275, item: us157854, lot:238220. Additional information received: patient information: dob, height, weight. No surgical records available. Additional information: product returned to zimmer biomet for investigation.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical devices: medical product: act artic e1 hip brg 28x46mm, catalog #: ep-200152, lot #: 484140; medical product: m2a-magnum pf cup 52odx46id, catalog #: us157852, lot #: 492040; medical product: tprlc 133 t1 pps so 11x142mm, catalog #: 51-103110, lot #: 6523753. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
On (B)(6) 2020, the implants were implanted. On (B)(6) 2020, the patient took a bath at home. During the process, the patient had squatting and buckling adduction. After hearing the sound, the activity was restricted, so the patient was sent to the hospital for treatment. It was identified that the e1 active articulation insert s46 dia28 and delta ceramic fem hd dia28/ 0mm t1 dislocated. Subsequently, the patient had undergone a revision surgery due to dislocation. Revision surgical product information: item: ep-200154, lot: 079160; item: 650-1157, lot: 2015070275; item: us157854, lot: 238220.